Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges the clinician had completed a cti rf ablation line using the faradrive sheath and the stablepoint catheter. The clinician gained tsp access with the faradrive sheath and versacross connect with rf wire. Once tsp access was gained, the clinician introduced the orion mapping catheter into the la. Once the premap was nearing completion the patients bp dropped and the clinician observed a small effusion using ice. The procedure was stopped and the clinician performed a pericardiocentesis to drain the blood. The patient is expected to make a full recovery. No additional patient consequence to report.